Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have replaced the touch frame printed circuit board (pcb) and would be replacing the graphical user interface (gui) central processing unit (cpu) pcb and backlight inverter pcbs. The covidien service engineer (se) was only authorized to update the software. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator had screen blocked. The ventilator was not in use on a patient at the time the event occurred.